Event description:
Customer reported the system is displaying a motion error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software and configuration files.